Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose reached 400 mg/dl at the highest. Reportedly, customer changed the pump supplies or simply cleared the alarm to address the issue and resumed insulin delivery. Customer was using fiasp insulin. Tandem technical support educated customer regarding cartridge/insulin labeling.